Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review and device history record review. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 20451be01 and the complaint issue. Labeling review concludes that the issue is adequately addressed. A retained reagent kit of the complaint lot was tested in a sensitivity setup. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is acceptable. Based on the investigation, no systemic issue or deficiency with the alinity I syphilis tp reagent lot(s) was identified.corrected data found in section d4. Lot number was updated from 20451be00 to 20451be01.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 07p60-21 / 31.

Event description:
The customer observed false negative alinity I syphilis results on a patient undergoing treatment for syphilis. The results provided were: alinity I syphilis result 0.66 s/co (negative), rpr result positive (1:8), tppa weak positive, colloidal gold strip weak positive, mindray platform positive (1.2 s/co). No impact to patient management was reported.